Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "shortness of breath, device is barely blowing air". The patient stated, " device will not turn on, device not functioning". There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The device has been returned to the manufacturer, but evaluation has not yet begun. A follow-up report will be submitted when the manufacturer's investigation is complete.